Event description:
As reported by the field, during a coil embolization of branch artery (inferior mesenteric artery, lumbar) prior to stent graft implantation and after 1 j& j coil was implanted, a galaxy g3 3.5mm x 9cm coil (gly123509, 30704827) was used as a second coil. The gly123509 was placed at the target lesion and attempted to detach the coil using empower control cable (ecb000182-00) but could not. Repeated to detach for 3 times but could not detach the coil. Rebooted the control box, but the issue continued. Planned to retrieve the gly123509 and replace the ecb000182-00. During retrieval of the gly123509, the sheath broke and could not re-sheath the coil, so replaced the gly123509 with another new one with same lot, and the ecb000182-00 with another new one with different product code, which were used and implanted with no issues. Total 9 j&j coils were implanted to 4 target vessels, and the stent graft implantation was initiated. There was no impact to the patient. It is unknown if a continuous flush done. Additional event information received on 19-jul-2024 indicated that no neck remodeling was utilized.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg . The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30704827 number, and no non-conformance's related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.